Manufacturer narrative:
D10: device available for evaluation: additional information g4. Date MFR rec additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated as the device returned, the plug was already detached from the pushwire. The introducer sheath was removed from the pushwire. The proximal end of the pushwire shrink tubing appears to be in good condition; however, the distal end appears to be damaged. The pushwire was found bent from the distal end. The distal threaded section of the pushwire (threaded bushing) appears to be in good condition. No damages were found with the plug proximal marker. The plug was examined and found to be fully opened. A hole was found with the plug membrane. Detachment testing was then performed. The plug was re-attached to the distal end of the pushwire. The distal threaded section of the pusher was completely covered by the plug. While securing the plug, a torquer was attached to the proximal end of the pushwire. The plug was successfully detached from the pushwire with 6 full rotations of the torquer / pushwire. Based on the returned device analysis and reported information, the report of ¿pre-mature detachment / separation¿ the issue was confirmed. It is likely that the mvp device and / or catheter were rotated during delivery or removal subsequently causing the plug to detach from the pushwire. No defect was found with the mvp device that would have contributed to the pre-mature detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The micro vascular plug (mvp) has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after flushing the mvp system, resistance was felt when the mvp was pull back inside the yellow introducer sheath and separated from the pushwire. The mvp, during this phase, had its tip folded (last 1 mm/1.5 mm). For this reason, to facilitate the pulling back, the physician gently kept mvp's tip with his hand. At the time of pushing the mvp inside the 5f catheter, strong resistance was felt and was unable to advance the mvp. At the same time, during the pushing, the yellow introducer sheath tended to bend. The system was checked, the yellow introducer sheath was removed with difficult. It was then again attempted to pull back the mvp inside the yellow introducer sheath, but the mvp detached prematurely. The issue happened during the preparation per the IFU.